Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
(B)(4). The user facility report indicates that the femoral stem (device #2 on page 3 of 5) was also explanted. Follow up with the sales representative confirmed that the femoral stem remains implanted.(B)(4)

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of bony in-growth and tissue residue on the porous surface. Two of the eight fins have been damaged. There is a section of burnished porous metal between the two damaged fins. It is unknown when the damaged fins and burnished metal occurred. There are articulating surface scratches and a burnished area as well as deformation marks on the cup edge that are possible indications of neck impingement. There is evidence of rim deformation on the opposite side of the cup edge. (B)(4).